Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported the patient presented to the hospital with a complaint of lightheadedness. Device interrogation revealed the lead impedance measurement was high and noise was observed when the device pocket was touched. A new lead was implanted. During the procedure, it was noted the lead was fractured. No patient complications have been reported as a result of this event.